Manufacturer narrative:
D15 - based on the current information provided, the root cause of the customer reported failure modes cannot be determined. Isi has not received the vse instrument involved with this complaint for failure analysis investigation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The logs were reviewed by an isi advanced failure analysis engineer (fae) and there were no relevant errors seen related to sealing. The generator used was an erbe generator. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted hysterectomy surgical procedure, the vse instrument had insufficient and delayed sealing issues. As a result, the surgeon encountered more bleeding than expected. The surgeon used the same vse instrument to seal the vessel(s) again and placed a suture on the uterine artery pedicle. At this time, the cause of the customer reported failure modes and intra-operative complication is unknown.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the vessel sealer extend (vse) instrument was taking longer than expected to coagulate unspecified vessels. In addition, the surgeon indicated that extra bleeding was observed. The procedure was completed robotically. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following information: the vse instrument was not working properly from the start. The instrument had delayed and insufficient sealing issues. The target tissue was uterine vasculature. The seal complete tones were produced by the generator and the surgeon thought that the tissue was fully sealed before he cut the tissue. The tissue was not under any tension, vessel size not greater than 7 mm, no calcification, tissue not exposed to previous chemotherapy/radiotherapy, and jaws did not come into contact with hard material and were not immersed in liquid during the sealing process. The total amount of bleeding during the procedure was 250 ml. For this case, the surgeon explained that he expected a blood loss of less than 50 ml. There was also increased procedure time due to the sealing issues. The surgeon used the same vse instrument to seal the vessel(s) again. Additionally, the surgeon placed a suture on the uterine artery pedicle. The event did not affect the patient's health or cause any long-term complications in the patient. O post-operative complications were reported and the patient is currently well. The surgeon believes that the cause of the event was that the generator was not working effectively or that the communication between the generator and the device was not working properly. There are no photos or video available for review. The surgeon is unsure if the instrument is available for return to isi for evaluation. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information from the surgeon. However, no further details have been received as of the date of this report.